Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2016; 6949-58 lead, (B)(6) implanted: 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with erosion of the cardiac resynchronization therapy defibrillator (crt-d). The pocket was evacuated and an absorbable antibacterial envelope was implanted. Approximately two months later, the crt-d began eroding through the skin again. The crt-d was extracted and a subpectoral cardiac resynchronization therapy pacemaker (crt-p) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.